Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The medical records provided were limited to a 1 page surgeons note regarding removal of a suture. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. It was alleged the patient experienced infection. In regards to infection, the warning section of the instructions-for-use states " ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. With the current information available no conclusion can be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - patient underwent an umbilical hernia repair with implant of a 4.3 cm bard/davol ventralex circle with strap hernia patch. (B)(6) 2011 - patient began to feel ill. The patient went to the hospital for treatment of his symptoms of a suture granuloma which was believed to be causing chronic irritation in his midline wound and was then removed. (B)(6) 2012 - patient had a follow up md appointment with complaints of erythema, pain and chronic drainage. (B)(6) 2012 - patient underwent a CT scan of the abd/pelvis which showed inflammation related to infection and non-drainable fluid associated with bowel herniation. (B)(6) 2012 - patient was admitted to the hospital with a diagnosis of chronic mesh infection. Patient underwent explant of the bard/davol ventralex patch. The operative findings included chronic abscesses with granulation and a piece of dehisced ventralex mesh which was found "floating in a sea of pus." A fair sized collection of pus and granulation tissue was found. The inflamed and infected skin was excised, including the umbilicus, which was chronically infected. Patient was discharged the following day. The attorney alleges the patient permanently suffers from injuries as a direct result of the bard ventralex mesh.

Manufacturer narrative:
Addendum to the initial report. This supplemental is being sent to show that the patient was implanted with two ventralex hernia patches and not one as was originally reported. The patient also underwent multiple surgical procedures post implant of the bard ventralex mesh devices. Due to the patient's multiple comorbidities, additional surgical procedure that had been performed in 2011 and the non-bard/davol sutures that were used to implant the ventralex mesh there is no way to determine to what extent the bard/davol ventralex mesh devices may have caused or contributed to the problems experienced after implant. This emdr represents ventralex mesh (#2). A second emdr file was created to address the other ventralex mesh implanted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: (B)(6) 2008 - the patient underwent repair of a ventral hernia using a ventralex patch (#1) and repair of an umbilical hernia using another ventralex patch (#2). (B)(6) 2010 - patient underwent a triple bypass procedure. No operative details provided. (B)(6) 2011 - patient underwent a pacemaker placement procedure. No operative details provided. (B)(6) 2011 - patient underwent removal of a suture granuloma. No operative details provided. (B)(6) 2011 - during an md office visit, patient underwent absorbable suture removal that was causing chronic irritation in his midline wound. (B)(6) 2012 and (B)(6) 2012 - patient had md office visits due to a chronic nonhealing midline wound from previous ventral hernia surgery and complaints of abdominal pain "erythema with drainage at umbilical site" was noted by the surgeon's exam. The patient was diagnosed with hernia of abdominal cavity, cellulitis and abscess. (B)(6) 2012 - the patient underwent explant of the two bard ventralex patches and had a non-bard/davol veritas biologic graft implanted. Per op details "the inflamed and infected skin was then excised in an elliptical fashion including the umbilicus, which was chronically infected and had a sinus tract and the large volume of granulation tissue immediately below in the abscess cavity underneath the umbilicus, there was a round ventralex mesh (#2) that was completely dehisced in the granulation tissue and pus. The incision was extended superiorly and again a second mesh (#1) was encountered and it was partially incorporated, but had fairly large volume of purulence and granulation tissue around it. The mesh was gently freed from the fascia and the patient was noted to have two recurrent hernias at the umbilical site in the epigastric site and small fascial bridge in between approx 2cm long."